Event description:
A report was received that the patient underwent a revision procedure due to high impedance contacts. X-ray taken showed the lead was potentially fractured. During the revision, the physician chose to replace the patient's entire system. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110 serial # (B)(4) description: implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.